Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6), 2011. Subsequently, a revision was performed (B)(6), 2011, due to glenoid loosening. The glenoid base and post were removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. It states under possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." The user facility is outside of the united states. No medwatch report was received. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01147). Report submitted on (B)(4), 2011.